Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed during visual inspection. Analysis of the device revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 connector. Additionally, it was noted that the serial port data cap was found missing. This observation is not related to the reported event and is likely due to the handling of the unit. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. Heartware has an open internal investigation to evaluate the anomalies of loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. It further warns that damaged equipment should be reported to the manufacturer and inspected.. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that power port 1 of the patient's controller was noted to be loose during a routine visit. The controller was exchanged with no reported consequence or impact to the patient. The controller had not been dropped or sustained any damage. Excessive force was not applied when connecting the power sources to the controller. The event was not associated with any controller alarms or pump stops. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.